Event description:
It was reported that during a gastrectomy, an error was noted at the second activation. After that, the blade was broken. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.